Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-nov-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer had failed. A field service engineer (fse) responded to a client report that half-height drawer 3.1 in the main unit was not registering as closed. Inspection revealed the red release lever on the hard stop assembly was broken and the plunger spring was snapped, both were replaced. The red release lever on drawer 3.2 was also found broken and replaced. Service was restored successfully, and hardware test application (hta) tests for the device and storage space were performed to confirm functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.